Event description:
Technician alleged that the head up function is not working. No pt impact.

Manufacturer narrative:
Technician found the head up function does not work manually or under power. The technician found the cause to be a faulty valve guide tube. The technician replaced the head up valve guide tube to resolve the issue.